Manufacturer narrative:
E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal got stuck when pulling back the whole system to release the collagen. They then followed our suggestion to bailout, the system got released and the collagen was deployed, however, oozing was found. The access site was clamped at the end. The patient was in good condition and no abnormality was seen. There was no blood loss. The procedure for the patient prior to use of the angio-seal closure device was an electrophysiology (ep) procedure. A pre-deployment angiogram was not performed. The procedural sheath size used was 8 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no other devices or equipment used with the reported product.